Manufacturer narrative:
Additional information: d9&h3 (devices are available for evaluation but patient's consent has not been provided for non-destructive analysis), d10 (base plate added as concomitant), h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the devices were not returned for evaluation. However, the photographs were reviewed, and reveal a black staining on the devices. The devices show signs of use. The clinical/medical investigation concluded that, the reported inlay luxation could have resulted in impingement and/or the femoral component articulating directly on the tibial baseplate which could produce the black staining noted on the explanted components (particularly noticeable on the inlay in the photos) and reported metallosis. It is unknown if a traumatic event precipitated the event or if the patient was symptomatic. However, definitive contributing clinical factors to the inlay luxation cannot be concluded based on the limited documentation provided. The patient impact included the luxated insert with reported metallosis/black staining/debris and the resulting revision. The current patient status is unknown. Device specific identifiers for the insert and femoral component were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. In the absence of these identifiers, a review of the production order of the tibial base did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed tibial base. A review of the risk management file of the tibial base revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this tibial base and event. A review of the instructions for use documents for knee systems revealed in possible adverse effects that dislocation and subluxation can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. Additionally, revealed that, although rare, metal sensitivity or allergic reactions in patients following joint replacement have been reported. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient anatomy, postoperative care, abnormal loading of limb, irregular implant interaction or abnormal motion over time. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: b5 (narrative updated), d1&d4&g4 (insert identifiers are unknown).

Event description:
It was reported that, after a journey uni construct had been implanted on an unspecified date, there was a complication that required a revision surgery. The inlay was luxated and there was heavy metallosis. Patient's current health status is unknown.

Event description:
It was reported that, a revision surgery was performed on an unknown date, as it was noticed during an arthroscopy that a journey inlay presented luxation and metallosis. Three components were removed, including one (1) jrny uni tibial base lm/rl sz 2, one (1) unknown journey uni knee femoral component and one (1) unknown journey uni knee tibial insert. Patient's current health status is unknown.

Event description:
It was reported that, during an arthroscopy procedure, it was noticed that one (1) unknown journey / journey ii knee inlay is luxated. In addition, the patient presents heavy metallosis. It appears a revision surgery has been conducted but this information is yet to be confirmed.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).